Manufacturer narrative:
(B)(6). (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
During a pediatric retrospective cohort study comparing antibiotic impregnated and traditional catheters, a total of seven mechanical complications were reported among catheters that were placed between two study groups of pediatric patients with an increased risk of venous catheter related infections. These complications included catheter fractures (n=4), catheter occlusion, catheter malposition and superficial venous thrombosis. This report captures the catheter occlusion.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation evaluation. A review of the instructions for use (IFU) and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. Precautions highlighted in the instructions for use (IFU) note that if lumen flow is impeded, forceful injection or withdrawal of fluid should not be attempted. For catheter maintenance, the lumen should be flushed with normal saline between administration of different infusates. After use, the lumen should again be flushed with twice the indicated lumen volume using normal saline before re-establishing heparin lock. The user is instructed to inspect the product prior to use to ensure that no damage has occurred. It is further specified that the lumens of the catheter should be flushed prior to placement. A review of the device history record could not be performed because device lot information is unknown. Based on the information provided, no returned product and the results of our investigation, a definitive cause could not be determined. It is possible that the failure could be traced to the user due to catheter maintenance. If the catheter is not flushed correctly or as often as stated in the instructions for use, device occlusion could occur. The appropriate personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.